Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded multiple episodes of oversensing while patient was sleeping. No resulting adverse patient effects and other system measurements exhibited normal values. Limited data was reviewed by boston scientific's technical services who confirmed the noise appeared to be respiratory sensor signal artifact in nature and could be indicative of a lead integrity issue; no lead information was provided. Ts further stated that the underlying rhythm appeared to be evident throughout strip, despite the frequency of the noise and resulting vt markers. A reprogramming recommendation has been recommended.